Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The snare loop of the subject device was deformed. The snare tube that was combined with the snare wire was cut at the part of around 170 mm from the proximal side, and the faucet and the operating pipe of the snare wire were not returned. There were no abnormalities found on the outer diameter of the snare loop and dc resistance. The manufacturing records were reviewed retrospectively for one year from the delivery date since the lot number of the subject device was unknown, and found no abnormality related to the referenced phenomenon. This type of failure of opening and closing is most likely related to the operator's technique. Based on the similar cases in the past, it was known as follows: because the tissue, which was not completely resected, and the snare loop were retracted into the snare tube, they were stuck in the snare tube, causing the operation of opening and closing to be impossible. This type of activation abnormality is most likely related to the operator's technique. Based on the similar cases in the past, it was known as follows: · the target area was immersed in water. · the contact area between the tissue and the snare loop was large. · the connection between the plug and a cord, or between a cord and the electrosurgical unit was insufficient. The instruction manual of the device has already warned as follows; warnings: a) during the procedure, if you determine that the instrument is not operating properly - due to breakage, disconnection of the operating pipe and operating wire, or burns to tissue from the snare loop - immediately stop using it, and carefully remove it to avoid patient injury. Using an instrument that is damaged and/or not operating properly could cause patient injury, such as bleeding, perforation or mucus membrane damage. In addition, the snare loop may burn and become stuck to the tissue, unable to be removed. If the snare loop cannot be removed from the tissue, follow the instructions given below. Move the snare tube back and forth or turn the angulation knob of the endoscope to open the snare loop and remove it from the tissue. If it is still difficult to remove the snare loop after performing step 1, use pliers to cut the insertion portion of the snare where it extends from the endoscope¿s instrument channel port. Then, remove the snare tube and move the snare wire back and forth to open the snare loop and remove it from the tissue. B) do not force the instrument if resistance is encountered when opening or closing the snare loop. Reduce the angulation of the endoscope until the instrument operates smoothly. Forcing the instrument could damage the endoscope and/or instrument.

Event description:
Sd-5u-1 was used for colonoscopic polypectomy. The doctor performed polypectomy for a pedunculated polyp using sd-5u-1, but sd-5u-1 could not be activated. After replacing the handle mh-264 with another one, the doctor attempted polypectomy again, but sd-5u-1 failed to be activated. Because the doctor continued to retract the pedunculated polyp that was difficult to be resected with the snare loop, a part of mucous membrane of the pedunculated polyp was stuck in the snare tube, so the doctor could not withdraw sd-5u-1. After cutting mh-264, the doctor withdrew and reinserted the endoscope. The doctor attempted esd using kd-620qr, and found that perforation occurred. The doctor performed open surgery and retrieved sd-5u-1, then completed the procedure. The patient¿s physical condition after the procedure had improved. This report is about sd-5u-1. Another report on kd-620qr for perforation is separately issued.